Event description:
It was reported that during implant a biotronik guidewire could not be removed from the lead. The lead was damaged and not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.